Manufacturer narrative:
Lot #: 4198377. Device expiration date: 07/31/2019. Device manufacture date: 07/17/2015. The device lot number was provided by the customer on 10/21/2015. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4198377. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Results: a photo of the used device was inspected. The photo shows that the catheter tubing is broken with only a short piece remaining. Conclusion: an absolute root cause for this incident cannot be determined. Of note, our quality engineer notes that the device assembly process was traced and there is no contact area that would cause the catheter tubing to break in the affected area. Sample not returned for evaluation. Photo evaluation done.

Event description:
It was reported that on (B)(6) 2015 a (B)(6) old patient was evaluated in an emergency department for a fever. A bd neoflon&#10249;v cannula was placed and the patient received IV fluid and antibiotics. On (B)(6) 2015, the patient was to receive additional IV antibiotics when the nurse noticed that there was no flow and ultimately removed the IV cannula. Upon removal, the nurse noted that the IV cannula tubing was not attached to the device and remained in the patient's arm. The nurse was able to remove the broken IV cannula and the patient was rushed to echocardiography. An echocardiogram was performed an no retained foreign body was visualized. The patient received oral medication after this incident.

Event description:
It was reported that on (B)(6) 2015 a (B)(6) patient was evaluated in an emergency department for a fever. A bd neoflon IV cannula was placed and the patient received IV fluid and antibiotics. On (B)(6) 2015, the patient was to receive additional IV antibiotics when the nurse noticed that there was no flow and ultimately removed the IV cannula. Upon removal, the nurse noted that the IV cannula tubing was not attached to the device and remained in the patient's arm. The nurse was able to remove the broken IV cannula and the patient was rushed to echocadiography. An echocardiogram was performed an no retained foreign body was visualized. The patient received oral medication after this incident.

Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.